Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a beeping from the implantable cardioverter defibrillator (ICD). The right ventricular (rv) lead alerted for low pacing impedance out of range. The lead remains in use. No patient complications have been reported as a result of this event.